Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor and was unable to obtain glucose reading. Customer further reported she experienced a loss of consciousness and was incapable of self-treating. A non-hcp treated customer with 2 15gm bottles of liquid glucose and 15gm of liquid gel tablets. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.